Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). At this time carefusion is waiting for components from customer for evaluation.

Event description:
The customer reported that the fio2 was out of spec with their avea ventilator. The customer stated that there was no patient involvement associated with this reported event.

Manufacturer narrative:
Results of investigation: the carefusion factory service center received the suspect component, an avea gas delivery engine (gde), and evaluated the device. An evaluation of the component duplicated the reported issue and isolated the issue to the blender.